Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode has not been determined. If additional information is received, a follow-up MDR will be submitted. Review of the system logs for the reported procedure did not reveal any system errors that would cause or contribute to the reported event. Based on the provided information, this complaint is being reported because the patient allegedly sustained intraoperative bleeding after the ima vessel was transected. The endowrist one vessel sealer instrument reportedly did not seal the ima vessel prior to it being transected.

Event description:
It was reported that the endowrist one vessel sealer instrument did not seal tissue during a da vinci si sigmoid resection procedure. The surgeon indicated that he initially grasped the inferior mesentery artery (ima), activated the energy, and heard the happy beeps, which is an indicator from the erbe unit that the sealing cycle is completed. The vessel that was intended to be sealed was between 4-5mm. Per the user manual, the instrument is intended for bipolar coagulation and mechanical transection of vessels up to 7 mm in diameter and tissue bundles that fit within the jaws of the instrument. The surgeon reported that the short seal cycle time was odd so he released the grips, re-gripped the tissue and fired a second time. The surgeon heard the happy beeps after a very short duration of time but reportedly did not observe any tissue effect. The surgeon then activated the knife blade to transect the ima vessel and bleeding ensued. The surgeon eventually was able delivery energy to control the bleeding and sealed the ima vessel. The patient also required a transfusion as a result of the bleeding. At no point during the case was the instrument removed, power to the generator cycled, or any power cables re-seated. Intuitive surgical, inc. Also confirmed that the cable connections on the erbe generator were proper.